Manufacturer narrative:
H11: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It is reported foreign matter. Event description: ink at the mouth of the syringe and piston.

Manufacturer narrative:
(B)(4) follow up for device evaluation. Ink was reported at the mouth of the syringe and piston. To support the investigation, two samples in opened packaging blisters were submitted for evaluation by the quality team. A visual inspection was conducted. One sample exhibited dark-colored specks of embedded degraded resin in two of the syringe plunger rod ribs. The second sample contained two dark-colored specks of embedded degraded resin at the bottom of the syringe barrel. No additional defects or imperfections were observed. No further testing could be performed. The presence of embedded degraded resin is typically associated with startup conditions or intermittent occurrences during the injection molding process. During these times, degraded resin may break loose and become incorporated into molded components. A review of the device history record for material number 309653, lot 4316487, was completed. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the returned samples, the customer-reported condition has been confirmed.